Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient reported seeing a small black mark near the incision since device implant. Patient complaint of discomfort at implant site. On (B)(6) 2020, patient called into the clinic to say that he found the device in his bed. Device had migrated out of the pocket due to wound dehiscence. Should additional information become available, this file will be updated.